Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A dreamstation auto CPAP was returned to a third-party service center for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During evaluation of the device, foam particles were observed in the device assembly. The device was scrapped.